Event description:
The patient reported experiencing a bent cannula event on (B)(6) 2026 which resulted in high blood glucose event (380 mg/dl), the elevated blood glucose was successfully managed by the patient through self-administration of manual injection.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 300342380.